Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 302832 and lot number 9303111. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no sample was received. No photo was provided. Sample analysis could not be performed, and the symptom reported by the customer could not be confirmed. A review of the applicable fmea/eura (B)(4) and (B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: with no sample analysis it is not possible to offer a potential root cause. Rationale: based on investigation carried out and with no sample analysis the symptom reported by the customer could not be confirmed. The lot was produced for 176k units, this is the 1st complaint; therefore, the cpm is 5.6. We will continue monitoring and trending this product and this symptom.

Event description:
It was reported that an unspecified number of 30 ml bd luer-lok¿ tip syringes experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no: 302832, batch no: 9303111. Per phone conversation with customer, she stated that the staff is still having the same issues with these syringes. Per tickets that were sent to her, syringes are difficult to plunge when using with their propofol pumps. She also stated that the scale markings on the 20 mml syringes do not match, they seem to be different. She is wanting to know why the packaging changed from blue to black printing and if that has something to do with why these syringes are no longer working correctly with their pumps. Per email: the issue is still ongoing. The end users state ¿the ones that we are receiving do not work with our propofol pumps. Although these syringes have the same item # on the packaging, they are not the same. Just an additional note, we are having the same exact issue on item # 302832, the 30cc syringe. We do not know what change bd has made, but they do not work like they used to. Plain and simple the ones that work are the ones in the blue/purple packaging. We are running low, nearly out on the 20 cc syringes. I need to get a few boxes in, asap, of the blue/purple packaging.